Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was bent before use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was bent before use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The report of a kinking guide wire could not be confirmed based upon the sample received. The customer returned one, opened arterial kit for analysis. The catheter was the only component returned. No definite signs-of-use were observed. Visual analysis could not be performed on the guide wire as it was not returned for analysis. No defects were observed with the returned catheter. A crease was observed on the returned pouch; however, it could not be determined if this resulted in a kink to form of the guide wire. The returned lidstock was analyzed. The words "do not bend" are clearly visible at the top and bottom of the lidstock. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was bent before use. No patient involvement reported.